Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties and possible device detachment occurred. The target lesions were located in the minimally tortuous and mildly calcified left anterior descending (lad), 1st diagonal and the left circumflex (lcx) arteries. A 6fr guide catheter was positioned and a 10x3.50 flextome cutting balloon was selected for treatment. The balloon was inflated multiple times up to 8atms within the 3 lesions. While withdrawing the flextome from the lcx back into the guide catheter, resistance was noted. Significant force was applied to retract the balloon into the guide catheter. After removal from the patient, it appeared that the device had ruptured. The procedure was completed successfully with deployment of non bsc stents and the patient¿s condition post procedure was okay. Approximately 18 hours post index procedure, the patient developed a recurrence of chest discomfort at rest. Electrocardiogram abnormalities were suggestive of acute myocardial ischemia; the patient suffered a non-q wave myocardial infarction. During emergency catheterization, it was noted under angiography that the lad/diagonal and the lcx were completely occluded at sites which were previously noted to be free of significant disease. The lesions could not be crossed using standard guide wires and it was noted the blockage was not consistent with thrombus. It was presumed that portions of the balloon or the arthrotomies had detached and embolized into the arteries. It was further noted there was no clinical evidence of embolization elsewhere. The fragments could not be removed. One unspecified location was able to repaired with stent deployment and after coinciding with ¿aggressive medical management¿ the patient was discharged to home 3 days post index procedure and is currently back to work.

Manufacturer narrative:
Date of birth: 1973. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified shaft stretching and kinks on the distal shaft from 24.4cm to 48.8cm from the catheter tip. Hypotube kinks were also present throughout. The stretching and kinks noted on the returned unit are consistent with excessive tensile force being applied to the device during use. The balloon was examined. All 4 blades were present however the balloon material was torn longitudinally, and the balloon material including blade and pad was lifted for approximately 5mm on the proximal section of the balloon. Despite this, no sections of the balloon/blade were detached. The damaged noted on returned device analysis is typical with what was reported i.e. Difficulties retrieving the balloon into the guide catheter. Blood was present throughout the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties and possible device detachment occurred. The target lesions were located in the minimally tortuous and mildly calcified left anterior descending (lad), 1st diagonal and the left circumflex (lcx) arteries. A 6fr guide catheter was positioned and a 10x3.50 flextome cutting balloon was selected for treatment. The balloon was inflated multiple times up to 8atms within the 3 lesions. While withdrawing the flextome from the lcx back into the guide catheter, resistance was noted. Significant force was applied to retract the balloon into the guide catheter. After removal from the patient, it appeared that the device had ruptured. The procedure was completed successfully with deployment of non bsc stents and the patient's condition post procedure was okay. Approximately 18 hours post index procedure, the patient developed a recurrence of chest discomfort at rest. Electrocardiogram abnormalities were suggestive of acute myocardial ischemia; the patient suffered a non-q wave myocardial infarction. During emergency catheterization, it was noted under angiography that the lad/diagonal and the lcx were completely occluded at sites which were previously noted to be free of significant disease. The lesions could not be crossed using standard guide wires and it was noted the blockage was not consistent with thrombus. It was presumed that portions of the balloon or the arthrotomies had detached and embolized into the arteries. It was further noted there was no clinical evidence of embolization elsewhere. The fragments could not be removed. One unspecified location was able to repaired with stent deployment and after coinciding with "aggressive medical management" the patient was discharged to home 3 days post index procedure and is currently back to work.